Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that an occlusion alarm occurred. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose level was 103 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.